Event description:
On (B)(6) 2012, a 23mm trifecta valve was implanted using 18 stitches by a simple interrupted technique. On (B)(6) 2018, a re-do avr was performed, and the valve was explanted due to perivalvular leakage caused by endocarditis and replaced with a non-abbott valve. Upon explant, the annulus was observed to be extensively covered by abscesses. Pannus and vegetation proliferated the outflow surface on the lv side. No ar was confirmed during the explant procedure. Post-operatively, the patient is reported to be doing well.

Manufacturer narrative:
An event of ¿perivalvular leakage caused by endocarditis¿ was reported. Gross morphological and histopathological examination revealed calcifications and fibrous thickening were observed on all three leaflets. Organizing thrombus and a thin layer of fibrin, on both the inflow and outflow surfaces, were observed on all three leaflets. No acute inflammation was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.